Event description:
During a pci/stenting treatment procedure, the maverick2 monorail 20x3.o mm balloon could not be deflated after the first inflation to six atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid right coronary artery. The physician used a mach1 fr4 guide catheter and a .014 acs universal guide wire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion prior to placement of a cypher 3.5x23 mm stent. Negative pressure was applied with a syringe, and the maverick2 monorail balloon deflated completely after approx two mins. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.